Manufacturer narrative:
The inspection by sorc also found followings; the angle of the bending section was not fixed sufficiently. The angulation range of the bending section was insufficient. The insertion tube was damaged. The adhesive in the bending section was damaged. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was noise in the endoscopic image. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image could not be seen due to noise. There was no report of patient injury associated with this event.